Event description:
During index procedure ,the patient had one endeavor sprint rx (2.75 x 12) stent successfully deployed to the proximal circumflex and 1st obtuse marginal. Approximately 10 months post index procedure, the patient underwent revascularization of target vessel. Patient suffered a stroke approximately 20 months 2 weeks post index procedure which required surgery. The investigator indicated that the reported events were not related to the study device, drug and procedure.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (cva/stroke). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
Patient death occurred approximately 27 months post index procedure.

Event description:
During the previously reported tvr approximately 10 months post index procedure the patient had a non-medtronic stent implanted. The patient death was assessed as due to acute respiratory failure with chronic renal failure. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
The previously reported revascularisation approximately 10 months post index procedure was due to restenosis. The relationship to the device is unknown. It is reported that the patient was in remission.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.